Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the trunk cable connector was cracked and the pulse wire was open inside the trunk cable. The cause of the constant gong alarms is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.